Manufacturer narrative:
Imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: (B)(6).

Event description:
Physician reports (B)(6) on left side. The device has been (B)(6) and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, red particles in the surface of the shell, wear abrasion and device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Additional, corrected and/or changed data.

Event description:
Physician reports rupture on left side. The device has been explanted and replaced.